Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 687 mg/dl; cause was unknown. Customer attempted to address their bg with bolus via pump and infusion set change, but was treated with intravenous fluids of saline and insulin in the ER. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.